Event description:
It was reported that the patient presented in clinic after receiving a vibratory notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. It was noted that the patient experienced chest pain. A device download was performed successfully. The patient was stable and will be followed normally.